Event description:
After pre-dilation with a bc (tazuna: 2.0/15mm) was conducted, a cypher select+ 2.5 x18mm stent was delivered to the target lesion after pre-dilation, but the cypher select+ would not cross over the mid of the left anterior descending branch due to the flexed lesion. While the physician was making an attempt to deliver it using excessive force, the proximal shaft of the cypher select+ where proximal to the hub of gc bowed and then got broken into two pieces. Therefore, the cypher select+ was retrieved from the patient. To finish the procedure, additional pre-dilation was conducted at the mid of the left anterior descending branch and a new cypher select+ 2.5 x 13mm was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The target lesion was the left anterior descending branch approx 8. The lesion was a de novo, heavily calcified, highly tortuous and flexed. There was 90% stenosis. There was no damage noted on the product prior to removal from its packaging. The sds appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter or during withdrawal. Excessive force was not applied to the device during withdrawal.

Manufacturer narrative:
The shaft of a cypher stent broke/separated after failing to cross a heavily calcified and highly tortuous lesion. The product was removed without difficulty. There was no injury to the patient reported. The target lesion was the mid lad. The lesion was described as de novo, heavily calcified, highly tortuous and flexed. There was 90% stenosis. Pre-dilation was conducted before a cypher select+ 2.5 x18mm stent was delivered to the target lesion, but the cypher select+ would not cross over the mid left anterior descending branch due to the flexed lesion. While the physician was making an attempt to deliver it using excessive force, the proximal shaft of the cypher select+ proximal to the hub of the guiding catheter bowed and then got broken into two pieces. Therefore, the cypher select+ was retrieved from the patient. To finish the procedure, additional pre-dilation was conducted at the mid lad and a new cypher select+ 2.5 x 13mm was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. There was no damage noted on the product prior to removal from its packaging. The sds appeared normal prior to inserting it into the patient. One non-sterile cypher select + (B)(4) 2.50 x 18mm was received coiled inside a plastic bag. It was separated (broken) in two at 26.9 cm from proximal end in the metal shaft area. A kink was found at 119.7 cm from distal end, this condition can be related to the way the unit was sent for analysis. The stent was mounted in its original position between the marker bands. The stent was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported sds separated and kink/bents observed were confirmed. The exact cause of the failures could not be determined. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible lesion/vessel characteristics (heavily calcified, highly tortuous and flexed) and procedural factors (force applied) that may have contributed to the failures. Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
The following products were used during the procedure: inflation device: encore26, gw: rinato, get's route, gc: terumo's 6f sl3.0, bc: tazuna 2.0/15mm, sheath: radifocus. The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.